Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (asystole event) has been confirmed. Upon investigation brown (-5v) wire in the trunk cable was intermittently open. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's lifevest was recording false asystole events.